Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with unknown aortic valve is under consideration for a valve-in-valve procedure after an unknown implant duration due to severe stenosis and moderate regurgitation.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted."

Event description:
It was reported that a patient with unknown aortic valve under consideration for a valve-in-valve procedure after an implant duration of 12 years, 5 months due to severe stenosis and moderate regurgitation. Patient presented with shortness of breath. The procedure was performed with 23mm 9755rsl transcatheter valve .patient was stable and was discharged on pod#1. This is 73-year-old patient.